Event description:
During a pre-clinical check the hyperbaric ventilator would not cycle.

Manufacturer narrative:
The MFR is working to receive this device from the hospital for eval. Once the eval has been completed a f/u MDR will be submitted.